Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware post-aquablation therapy and during recovery, the patient had expressed non-specific abdominal discomfort and there was a delay in changing the patient's catheter bag which was full. A CT scan was performed and a small bladder perforation was discovered. The perforation was robotically repaired the following day and stayed an extra day in the hospital. The patient has since been discharged. It was reported that the treating surgeon believes the perforation likely occurred due to over-use of the ellik evacuator post-aquablation therapy. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), instructions for use (IFU), and procept's risk documentation. The aquabeam robotic system's treatment log files were reviewed. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-e/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU) sj-ifu0104-00, rev. A, was reviewed. 4.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the treating surgeon believes the perforation likely occurred due to over-use of the ellik evacuator post-aquablation therapy. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.